Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number were not provided. It is possible that the device was not fully connected resulting in the reported leak; however, as the device was not returned for analysis the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an unspecified balloon was having difficulty being deflated with an indeflator device, but eventually it succeeded. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.